Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The drive support cap was pulling out. Customer's blood glucose level was 20 mmol/l. The insulin pump fell the day before. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion and excessive no delivery tests due to loose drive support disk. The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.